Event description:
Related complaint: 2134265-2010-02530. It was reported that during a percutaneous coronary interventional procedure, unstable speeds while in dynaglide were noted. It was noted that when the dynaglide foot pedal switch was depressed to activate dynaglide mode during burr removal, the user was able to toggle between dynaglide on and off on the rotablator console. The clicking sound usually associated with the foot pedal depression to convert between modes was heard. Once the system was in dynaglide mode, the following observation was made: "but we noticed that when it switched on the speed was not regulated at the lower setting, it actually went higher, above 90000 rpm (+-120000)." There was no indication of any problems or complications experienced in regards to patients when requested.

Event description:
Related complaint: 2134265-2010-02530. It was reported that during a percutaneous coronary interventional procedure, unstable speeds while in dynaglide were noted. It was noted that when the dynaglide foot pedal switch was depressed to activate dynaglide mode during burr removal, the user was able to toggle between dynaglide on and off on the rotablator console. The clicking sound usually associated with the foot pedal depression to convert between modes was heard. Once the system was in dynaglide mode, the following observation was made: "but we noticed that when it switched on the speed was not regulated at the lower setting, it actually went higher, above 90000 rpm (+-120000)." There was no indication of any problems or complications experienced in regards to patients when requested.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the rotational speed in dynaglide mode was 99 krpm. This console has a bad proportional valve. In turbine mode, the speed was set to and maintained at typical operational speeds. Maximum turbine rotational speed was reached. The turbine rotational speed control is non-linear when decreasing from maximum rpms. The turbine pressure control knob requires extra turns before a) the pressure gauge reading registers a drop in pressure and b) the rotational speed display registers a drop in rpms. The rotational speed abruptly drops approximately 55 krpm from a maximum of 221 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most likely root cause normal wear and tear. (B)(4).